Manufacturer narrative:
An evaluation of this issue has been conducted at mako surgical. When the anspach burr motor fails during surgery, the surgical team switches to the back-up burr motor in the back-up instrument set. In this case, the backup motor failed. A supplemental report will be filed when additional results are available.

Manufacturer narrative:
Follow-up#1 submitted to correct based on the results of investigation. Reported event: anspach made loud squealing noises and started to overheat and smoke. The event was confirmed. Method & results: device evaluation and results: device evaluation was performed and the anspach emax 2 plus burr motor event was confirmed. Device history review: not performed as the anspach emax 2 plus burr motor is an OEM product. Complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding locking mechanism failure of p/n 110940 s/n (B)(4). There have been no other events for the referenced serial number.

Event description:
The surgeon was performing a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. During the case the anspach burr motor malfunctioned. The anspach motor was exchanged with a replacement anspach motor, which then also malfunctioned. The motor was exchanged for a third replacement motor (unknown manufacturer). The case was then completed successfully.

Event description:
The surgeon was performing a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. During the case the anspach burr motor malfunctioned. The anspach motor was exchanged with a replacement anspach motor, which then also malfunctioned. The motor was exchanged for a third replacement motor (unknown manufacturer). The case was then completed successfully.